Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in two segments. Final analysis found external insulation abrasions were noted at 8.1-8.9 cm, 8.5-9.0cm, and 8.5,-8.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to external insulation abrasion were noted at 11.1-13.2cm, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 26.2-26.8cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.